Event description:
It was reported that a staff member experienced a burning sensation and redness on the hands after mixing genie impression material. The reaction lasted approximately four hours and abated without intervention, though it was reported that if the staff member mixed the material more than once in the same day, the reaction worsened with each successive contact. The staff member had reportedly used the material for 8-9 years without any previous reaction.

Manufacturer narrative:
While it is unk if the genie used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report.